Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "the doctor was performing a bilateral implant exchange and asked for a 470cc sizer. Sizer was used on pt, and surgeon noticed it had a hole in top of sizer. Leaking area on sizer did not touch pts tissue. The sizer was removed from field".